Manufacturer narrative:
The button error alarm and no button response were due to corroded keypad traces. The device was received with cracked case at the display window corner. The battery tube threads, reservoir tube, and display window had minor scratches to them. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 90mg/dl. The customer states receiving the button error alarm, when they tried to conduct a bolus. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.